Event description:
In 2006, the patient underwent cataract surgery with implantation of the crystalens in the left eye. Approximately one-month postoperatively, the patient reported experiencing glare and halos. Although the patient's bcva improved from 20/30 (preop) to 20/20 postoperatively, the physician explanted the iol in an attempt to reduce the glare/halos. A model li61u silicone intraocular lens was placed in the suclus. The physician reports that the patient's prognosis is good and glasses will be required for distance and near vision.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens has not been returned to eyeonics and is therefore not available for evaluation.